Event description:
Phacoemulsification handpiece had no power during a cataract extraction procedure. Another handpiece was used.

Manufacturer narrative:
A return good authorization number had been given to the account for return of this handpiece. To date, the handpiece has not been received.